Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and "structure material has been observed in helix". As received, a complete lead was returned in one piece for analysis. The reported event structure material in helix was confirmed. The steroid plug was out of position. The reported events of failure to capture, and failure to sense were not confirmed. X-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification.

Event description:
During initial implant, the right atrial (ra) lead was dislodged and repositioned. During a post operation follow-up, failure to capture and failure to sense was observed on the ra lead. Diagnostic imaging was performed and confirmed lead dislodgement. The ra lead was explanted and replaced to resolve event. Insulation damage was confirmed visually during the lead exchange. The patient was stable with no consequences.